Manufacturer narrative:
The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six unidentified spectrum pumps alarmed upstream occlusion during patient therapies at the intensive care unit (ICU). There was no known patient injury or medical intervention associated with this event. No additional information is available.